Event description:
The bulb on the laryngoscope handle did not light during a resuscitation. This event was reported as a single complaint noting that 3-4 laryngoscope handles had failed in a similar manner over a 2-3 week period.